Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/apr/2009 and 21/jan/2016. In response to FDA report number mw5093981. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, deflation, and inflammation.

Event description:
Patient reported a right breast pain, deflation, and "inflammation." Patient additionally reported not device related struggling with ¿fingers and joints and knees and lower back joint pain where sometimes [the patient] can barely walk¿, ¿hurt all over¿, ¿joints are becoming disfigured¿, and ¿ana numbers are too high¿. The device remains implanted.